Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 113, 145 and 100 mg/dl. The customer's expected fasting blood glucose test result range is 76 - 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 84 mg/dl and 95 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is month of (B)(6) 2017. Customer stated she takes her blood test fasting. Customer stated she has had no changes in diet or exercise routine and is not currently taking medication for her diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer concerned with all 5 results provided. No current medication for her diabetes.